Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4); model: sc-2218-50; serial: (B)(4); batch: 7071038/7071796.

Event description:
It was reported that the patient developed an infection that migrated to the spinal cord stimulator (scs) system. The exact location of infection was unknown. The patient was placed on antibiotics and all device components were explanted. No further information has been obtained despite good faith efforts.